Event description:
It was reported during a laparoscopic cholecystectomy on an unknown date the er320 was spitting and dropping clips. The clips were formed when coming out of the jaws. A second device was opened and the same thing occurred. They were able to complete the case with the two devices. There was no consequence to the pt.